Manufacturer narrative:
Customer address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had flickering screen. The issue had occurred during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interrupted and weakened light guide bundle of insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event screen flickers was cause due to component failure of the universal cable and charged coupled device. The most probable cause of the interrupted and weakened light guide bundle of insertion section was due component failure of the light guide bundle. The probable root cause was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.